Event description:
Customer claims that the unit has no power. There is also a broken led display. There was no pt injury reported. Eval for the returned product shows that the alarm unit has intermittent power.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:03 was confirmed and duplicated due to an out of calibration air-in-line printed circuit board. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
On september 21, 2009 the facility?s biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which failure code of 810:03occurred during patient therapy. The patient therapy had to be stopped due to the reported failure code. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.